Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having several issues. On last friday, the site told the medtronic representative they were having issues with the monitors having display issues. The site told the rep that the screens were displaying wavy lines. The site also told the rep that an "internal error" showed up while prepping for a case, but the error went away, and the site didn't take a picture, so they were not able to provide additional information. The issue also stated that around this time, the mouse and touchscreen intermittently stopped responding. When the rep went to inspect the system, he was not able to recreate any of the issues reported to him. He did find that the system performed a forced reboot when he plugged his universal serial bus (usb) into the superspeed (ss) usb port on the main cart. He inspected the port further and found that it looked like it had some damage. Technical services believed the system may have been encountering a short as a result of the damaged ss usb port, which was causing some of the odd behavior reported. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735849, product ID: 9735737, serial/lot #: (B)(6). H6: multiple annex g codes were reported. G02004 corresponds to concomitant product 9735849 that comprises the reported event. G02008 corresponds to concomitant product 9735737 that comprises the reported event. Multiple fdd/annex a codes were reported. A0902 was coded for display/visual feedback problem. A1102 was coded for application program problem. A1301 was coded for failure to read input signal. H3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the cable was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.